Manufacturer narrative:
H6: eval: results - (other) visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The incision was enlarged to remove the lens and another lens was implanted. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info is received, a supplemental medwatch will be sent.